Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "plugs would not fit in cannula" (fitting problem). A customer reported the doctor had difficulty, during surgery, trying to get 23 gauge plugs into the cannula. The plugs would not stay in the cannulas. Another plug was used and the case was completed. The facility retained the plugs and cannulas and will send them in for in-house eval. There was no pt harm or procedural change reported. On june 29, 2010, the facility medwatch form was rec'd. The facility risk mgmt reported the plugs did not fit in the cannulas (they were too big). The pt was not harmed by this event; however, the physician was quite frustrated. Another kit from the same MFR was used for the case and the kit with the non-conforming plugs was saved and will be sent back to the MFR.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).